Manufacturer narrative:
The device was received from the field with battery voltage near beginning of life (bol) level. Electrical and mechanical analysis performed indicated normal functionality, and no interrogation issue noted. Visual inspection of the header and connector did not find any contamination or foreign material that could contribute to the reported event. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.

Event description:
It was reported that during device preparation prior to procedure, the device was unable to be interrogated. The device was not used for the procedure. The patient was in stable condition.